Manufacturer narrative:
Additional info: b5 - added failure analysis info. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery was completely dead. Multiple attempts were made to jumpstart the battery with the use of the mrx as well as the cadex charger but all were unsuccessful. Additionally, the cadex charger displayed an error code, "fail 128". One battery was returned for failure analysis. The reported problem was verified in the lab. The battery pack was unable to charge either in heartstart mrx device or a cadex charger. Battery failed to trickle-charge in cadex charger and yielded error: ¿fail 160 - bad fuse or driver¿.

Event description:
It was reported to philips that the battery was completely dead. Multiple attempts were made to jumpstart the battery with the use of the mrx as well as the cadex charger but all were unsuccessful. Additionally, the cadex charger displayed an error code, "fail 128".